Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level unknown at the time of admission. Customer was hospitalized till (B)(6) 2020. Customer had abdominal pain, sweating and thirty. Customer was treated with insulin drip and manual injection. Customer's current blood glucose level was over 600 mg/dl. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).